Manufacturer narrative:
Other relevant device(s) are: product ID: neu_ins_stimulator, serial/lot #: unknown. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued.

Event description:
Eleopra r, rinaldo s, devigili g, et al. Frameless deep brain stimulation surgery: a single-center experience and retrospective analysis of placement accuracy of 220 electrodes in a series of 110 patients. Stereotact funct neurosurg. 2020:1-10. 10.1159/000503335. Summary: proper lead placement is considered one of the key factors in achieving a good clinical outcome in deep brain stimulation (dbs), but there is still considerable controversy surrounding the accuracy of the frameless in comparison to the frame-based technique. Identified events: 3 patients were seen to have asymptomic, or transient symptomatic, small cortical hemorrhages close to the cortex and far from the distal lead. 1 patient complained of an isolated seizure at the end of surgery.

Event description:
Additional information from the corresponding author indicated 2 patients remained always asymptomatic and a small and transient cortical hemorrhages at CT scan post-op (24 hours post-dbs) that completely disappeared after a CT-scan at day 10 post-op. 1 patient had a brief partial motor seizure (right face and limbs) after the last brain introduction of the lead at the end of the surgery. The CT-scan also revealed a small cortical hemorrhage also for the subject close to the entry point. The bleeding remained undetectable at the CT-scan day 14 and had no significant clinical modification observed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.